Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 785 mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.